Event description:
It was reported that an ilet device displayed persistent alarm 60 indicating a bluetooth communication malfunction, the screen was intermittently unresponsive, and guided restarts did not resolve the issue, leading to shipment of a replacement and successful setup of the new device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided. Investigation of this case revealed a mechanical problem was identified that aligned with a manufacturing deficiency. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.